Manufacturer narrative:
At this time this lead remains implanted, thus no analysis will be conducted. Should additional information become available, this event will be updated.

Event description:
Boston scientific received information that during a routine follow up of this right atrial (ra) lead high out of range pacing impedances were seen in the bipolar configuration. A lead fracture was suspected. The device was reprogrammed to a unipolar configuration and a follow up has been scheduled. The ra lead remains implanted. No adverse patient effects were reported.